Event description:
As reported, the femoral artery 5x150 smart flex self-expanding stent (ses) was released. During the release process, the device malfunctioned. During the release process, the stent failed to pop out completely. Half of it was in the delivery stem and half was exposed. When the device was withdrawn, the stent and the handle were withdrawn together. The patient was not harmed. The operator is a mature operator who has received professional training and has successfully released the smart flex many times. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
As reported, the femoral artery 5x150 smart flex self-expanding stent (ses) was released. During the release process, the device malfunctioned. During the release process, the stent failed to pop out completely. Half of it was in the delivery stem and half was exposed. When the device was withdrawn, the stent and the handle were withdrawn together. The patient was not harmed. The operator is a mature operator who has received professional training and has successfully released the smart flex many times. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 350843 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿stent delivery system (sds) deployment difficulty partial deployment¿" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the femoral artery 5x150 smart flex self-expanding stent (ses) was released. During the release process, the device malfunctioned. During the release process, the stent failed to pop out completely. Half of it was in the delivery stem and half was exposed. When the device was withdrawn, the stent and the handle were withdrawn together. The patient was not harmed. The operator is a mature operator who has received professional training and has successfully released the smart flex many times. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the femoral artery 5x150 smart flex self-expanding stent (ses) was released. During the release process, the device malfunctioned. During the release process, the stent failed to pop out completely. Half of it was in the delivery stem and half was exposed. When the device was withdrawn, the stent and the handle were withdrawn together. The patient was not harmed. The operator is a mature operator who has received professional training and has successfully released the smart flex many times. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for evaluation. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked for evaluation and underwent a detailed visual inspection. One kink was identified approximately 118 cm from the distal tip. The proximal end of the outer sheath was found separated from the hemostasis valve at approximately 128 cm from the distal tip. The stent was noted to be partially deployed. The stainless-steel hypotube exhibited a kink approximately 132 cm from the distal tip. The hemostasis valve remained tightly closed. No additional abnormalities were observed. Functional testing was not performed because the device exhibited a severe kink, a separation of the outer sheath, and a partially deployed stent, all of which prevented normal operation. The separated edges of the outer sheath were examined using a vision system. The material at the separation site showed evidence of elongation, which is consistent with tensile overload. These findings indicate that the device was subjected to a tensile force that exceeded the material¿s yield strength prior to separation. A product history record (phr) review of lot 350843 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was visualized as the device was received with the stent partially deployed. Visual inspection revealed a separation of the outer sheath from the hemostasis valve, and a kink located approximately 118 cm from the distal tip and a kink on the stainless-steel hypotube. Functional testing could not be performed due to the kinked and separated condition of the outer sheath, which prevented free movement of the inner shaft required for deployment simulation. Analysis of the separated regions demonstrated elongation along the sheath edges, consistent with material tensile overload. These findings indicate that the delivery system was subjected to forces exceeding the material¿s yield strength prior to the observed separation and kinking, suggesting mechanical stress occurred during the procedure. Although the exact root cause of the event cannot be conclusively determined, the evidence suggests that a combination of handling conditions, procedural technique, and vessel characteristics likely contributed to the reported deployment difficulty. No device manufacturing or material anomalies were identified that could have contributed to the event. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr nor the product evaluation suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the femoral artery 5x150 smart flex self-expanding stent (ses) was released. During the release process, the device malfunctioned. During the release process, the stent failed to pop out completely. Half of it was in the delivery stem and half was exposed. When the device was withdrawn, the stent and the handle were withdrawn together. The patient was not harmed. The operator is a mature operator who has received professional training and has successfully released the smart flex many times. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the femoral artery 5x150 smart flex self-expanding stent (ses) was released. During the release process, the device malfunctioned. During the release process, the stent failed to pop out completely. Half of it was in the delivery stem and half was exposed. When the device was withdrawn, the stent and the handle were withdrawn together. The patient was not harmed. The operator is a mature operator who has received professional training and has successfully released the smart flex many times. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.